Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to reproduce the reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator (usm) 3 stopped performing. The customer was unable to get the usm to work and the surgeon elected to convert the procedure to laparoscopic surgery. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed logs but did not find any related entries. Furthermore, the customer stated that the usm was inspected after the procedure, and the customer was able to get the usm to move. The procedure was converted to laparoscopic surgery with no reported injury.